Manufacturer narrative:
Unit received intermittent button response due to flattened up button dome switch. No ramping numbers anomaly noted. Unit received with cracked battery tube threads. Inspected connector on lcd and no unlock keypad connector. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when the up arrow button was pressed for a bolus, the numbers kept scrolling up. Customer had to press the act button at an angle in order for it to respond. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.